Manufacturer narrative:
The catalog number identified in has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified. Manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the device was returned for evaluation. Based on sample evaluation, the handgrip and the guiding tube were detached from the system and the stent was found in place. The guidewire lumen was broken at its end proximal to the handgrip. Elongation indicating deployment failure was not found on the outer sheath. It is not known when the guidewire lumen broke and the metal guiding tube detached from the system. In sum it was not possible to re produce the alleged issue because the information provided does not match to the damages found. Based on the information available, the investigation of the reported issue is inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the IFU state: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. (Expiry date: 06/2021).

Event description:
It was reported that during a stent deployment procedure in the iliac artery, the stent graft did not retract easily and allegedly failed to release; therefore the physician had to withdraw the system from the patient. The procedure was completed with another device. There was no reported patient injury.